Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported patient faced insulin set cannula needle break event on (B)(6) 2024. The infusion set was in use for one day. The insertion site was above glute. No further information available.